Event description:
On 07oct2024, an email was received from a patient (pt) who experienced a "feeling like it is scratching my eye" when wearing acuvue® oasys® brand contact lenses (cls). The pt reported "some type of flaw" and "I even had an ulcer because of this batch." The pt is an experienced wearer and has not had this issue before. On 08oct2024, the pt called to provide additional information. The pt reported a scratching feeling in both eyes (ou) after inserting the lenses "like there is something on the lenses." The pt reported the eyes feel completely fine upon removal except on one occasion, the right eye (od) remained uncomfortable and the pt was diagnosed with a corneal ulcer in late april or early (B)(6) 2024. The pt visited two different eye care professionals (ecps) "because the first doctor did not treat the ulcer properly." The pt was treated with antibiotics and steroid eye drops (names not provided) every 4 hours for 5 days then decreased to twice daily (bid) for 10 days. The pt was told that there was scarring but that the scaring had healed by the time the treatment was over and the ulcer had resolved. The pt was allowed to resume contact lens wear (date not provided) and is still feeling like something is on the lenses but the eyes feel fine as soon as the lenses are removed. The pt cannot physically see anything on the lenses. The pt wears cls daily, routinely replaces every 2 weeks and uses clearcare solution. On 09oct2024, medical records from the first treating ecp's office were received. Date of first visit: (B)(6) 2024. "Pt notes recently getting a new set of contacts from target and started on friday having increased irritation sand paper, redness, tearing and light sensitivity of the right eye. Pt notes wearing contacts for a few hours on saturday, haven¿t worn them since. Pt notes slightly blurry of the right eye. Pt states feels like foreign body sensation. Pt denies any discharge." Od dva cc 20/20 with glasses slit lamp exam od conjunctiva: chemosis cornea: "corneal ulcer it to visual axis (+)nafl staining" prescribed maxitrol 3.5 mg/ml-10,000 unit/ml 0.1% eye drop, suspension every 2 hours (q2h) for the first 24 hours then four times a day (qid) until next seen. Assessment/impression: corneal ulcer of right eye plan: pt to use maxitrol ointment every 2 hours for the first 24 hours then qid a day until seen. Pt aware to not wear contact lenses until condition has cleared. Pt to call if condition worsens. Follow up: return in 2-3 days. Date of follow up visit: (B)(6) 2024 "pt notes that the right eye has improved but there is still a ¿scratchy¿ feeling to the eye. Pt was told to use maxitrol drop q2h for first 24 hours then qid a day until seen and is following the regimen. Pt notes that with the drop there is improvement." Od dva cc 20/20 with glasses slit lamp exam od conjunctiva: mild injection cornea: improving corneal ulcer, 75% reepithelialized assessment/impression: corneal ulcer of right eye plan: continue maxitrol qid od. Sample of tears given for pt to use to keep the eye well lubricated. Pt aware to wait 5 minutes between drops. Will continue to monitor. Pt to call with any increase in redness, light sensitivity, decreased in vision. Follow up: return monday for cornea check. Date of follow up visit: (B)(6) 2024 "pt continues use of maxitrol qid od with relief. Pt states things are getting better, but still has a sandy feeling in the right eye on occasion. Pt states no impact to vision." Od dva cc 20/20 with glasses slit lamp exam od conjunctiva: white and quiet cornea: improved ulcer, no infiltrate, minimal epi defect assessment/impression: corneal ulcer of right eye plan: continue maxitrol qid throughout today. Pt to use refresh preservative free (pf) artificial tears (ats) qid for lubrication and comfort. Will recheck patient on friday. Pt to call if increase in redness, light sensitivity, decreased in vision. Follow up: cornea check friday. On (B)(6) 2024, additional information was received from the second treating ecp. A representative stated that the treating ecp stated that the corneal ulcer resolved on (B)(6) 2024. When the representative was advised that the pt reported having scarring that had healed by the time the treatment was over and was asked for clarification if the pt had a scar and if there was any permanent damage, the representative stated "unfortunately, the doctor was only willing to provide information that the corneal ulcer had resolved." No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0154jt was produced under normal conditions. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.